Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. (B)(4).

Event description:
It was reported that the manufacturer representative (rep) saw an error message stating that invalid data have been detected, all screening and session history will be cleared. The message appeared after telemetry was disrupted connecting with the clinician programmer. The implantable neurostimulator (ins) was still in the box and had not been implanted. The rep did not have time to re-interrogate the ins, so was going to use a different ins for the procedure.